Event description:
Related manufacturer reference number: 3006705815-2024-02583. It was reported that the patient was experiencing pain at the ipg site and ineffective therapy due to lead migration. As a result, the patient underwent surgical intervention where in the system was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: octrode, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000128706. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.